Manufacturer narrative:
B5: event description - additional information. D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, no damaged were found with the hyperform catheter hub. The hyperform catheter body was found stretched at the distal tip. It was appeared to be dried blood was present within the balloon. Upon visual inspection, no damages were found with the balloon or distal tip. The hyperform occlusion balloon catheter was flushed, water exited from the distal tip. In order to test the balloon for inflation a mandrel was inserted into the distal tip. The hyperform balloon was inflated to is maximum inflation volume. The balloon was inflated and maintained inflation. No leaks were detected. The balloon was then deflated by pulling negative on the syringe. The balloon fully deflated without issue. Based on the device analysis and reported information, the hyperform balloon was inflated and deflated without issue. It is possible the damage found with the hyperform catheter body (stretching) may have contributed to the event. Damage to the catheter body can cause restriction of contrast flow to/from the balloon causing difficulty inflating/deflating the balloon. However, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once the device has been received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic balloon catheter initially encountered inflation issues and then was unable to be deflated. This event occurred during a balloon assisted coiling of left mca bifurcation aneurysm. The balloon was prepared (tested) per the IFU and performed as intended during testing. Continuous flush was used. When balloon was attempted to be inflated it did not inflate. After trying 3 times, it finally inflated on 4th attempt but then it was unable to be deflated. The guidewire was advanced approximately 10 -12mm past the tip of the catheter. Contrast ration was 60/40. The injection rate was slow. Then pushwire was pulled to deflate the balloon <the balloon was removed from the anatomy. The procedure was completed with 4 coils when balloon was inflated. There was no patient injury or complications associated with this event. There was no report of plaque on the patient vessel and the vasculature was minimal in tortuosity.